Manufacturer narrative:
Device not released for evaluation

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient presented approximately 2 months post-operative with evidence of a potential infection. The patient underwent a surgical conversion and the stent graft was explanted. As of the date of this report, there have been no additional patient sequelae reported.